Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v032332, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v032332, implanted: (B)(6) 2007, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A consumer reported the patient had an e. Coli infection and they had their deep brain stimulation system removed. The infection happened in 2013. In 2013, the leads were removed "with the stuff in the chest." The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.